Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider alleges a facility reported an unoccupied chair took off and pinned staff member against a wall.

Manufacturer narrative:
The device was returned and evaluated. The alleged inadvertent movement could not be duplicated.

Event description:
Provider alleges a facility reported an unoccupied chair took off and pinned staff member against a wall.